Event description:
This valve was explanted due to dehiscence and aortic insufficiency. According to the operative report, the left anterolateral portion of the valve was detached and an area below the aortic annulus was noted to be suggestive of an abscess approximately 30 mm in diameter. "Extreme" fibrous infiltration of the intraventricular septum was also observed and noted to result in "a certain degree of stenosis of the outflow chamber". " bigelow" resection of the septum was performed, the two edges of the abscessed area were plicated with suture and a 21 mm carbomedics valve was then implanted. A mitral annuloplasty was also performed. According to the pathology report, the valve contained scar tissue and an aortic wall sample showed fibroblastic sclerosis of the intima with multinucleated giant cell granulomas in the deeper layers developing in contact with the elastic laminae. The sample also contained "numerous" dilated vessels.